Event description:
The customer's family member called to report that the patient was sent to the hospital due to dka. It was stated that the troubleshooting was performed before sending the patient to the emergency room. It was indicated that the site and the programming on the pump seems to be fine.